Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual device was not received for evaluation. We did received performance data collected from the device and have analyzed the data. Impedance- high resistance/impedance: there was one patient alert for out of tolerance (oot) sub-threshold lead impedance (B)(6) 2013. Programmer data show one alert event "superior vena cava (svc) defibrillation lead impedance >200 ohms" on (B)(6) 2013. (B)(4) implantable pacemaker cardio/defib (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented following an alert for right ventricular (rv) lead high superior vena cava (svc) impedance, and there was a question regarding the potential of a lead fracture. It was also reported that isometric was done with side by side electrogram (egm) comparison and noise was seen on the rv to svc coil. The patient will undergo further evaluation. The rv lead remains in use. No patient complications have been reported as a result of this event.